Event description:
It was reported that during implant procedure that the left ventricular (lv) lead was pierced. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.

Manufacturer narrative:
Correction: d6a - date of implant should have been blank rather than 30 may 2022, as the left ventricular lead was never implanted.

Manufacturer narrative:
The reported event of left ventricular (lv) lead pierced by guidewire was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the insulation was perforated by the guidewire at 80.2 cm to 80.7 cm from the connector pin due to damage occurring at the time of procedure. The cause of the reported event was due to damage occurring at the time of procedure.